Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading and securing a cartridge on the pump. The customer identified an o ring stuck to the back of the pump. The customer removed the o ring from the pneumatic tap and was able to successfully load the cartridge. There was no impact to the customer's blood glucose level.